Event description:
Customer reportedly received the following back to back results on the same day on the same device: 80 mg/dl and 137 mg/dl; 64 mg/d and 73 mg/dl. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.